Manufacturer narrative:
Evaluation completed. One I/a handpiece was returned in a plastic bag along with a 85910st label from lot fs17113790. The expiration date on the label is 2020-10. Visual inspection found the assembly dirty with particulates and dried solutions visible on the tip. In addition, it was noted that the tip of the blue irrigation sleeve has been torn off. The missing piece was found wrapped in a piece of gauze. The cause of the damage cannot be determined. DHR was reviewed, no deviation or issues were detected. Lot was manufactured according to specifications. All handpieces are assembled under a microscope and further controlled upon discpatch, a broken sleeve would have been detected.

Event description:
The surgeon reported while performing I/a the tip of the silicone sleeve broke off in the capsular bag as the handpiece was retracted from the opening in the scelera. The small material was removed with forceps with no patient injury.